Event description:
Information received by medtronic indicated the customer was hospitalized due to a high blood glucose in the range of 500 mg/dl. The customer experienced symptoms such as confusion the customer treated their high blood glucose with 10 units from their pump and 2 units with a shot, but the blood glucose was still climbing and so the customer went to the ER. The customer stayed at the ER for a day and was treated for high blood glucose with an intravenous drip. No further patient complications were reported. Troubleshooting was performed and the patient will discontinue use of their pump device.

Manufacturer narrative:
Information has been added which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was 5 mg/dl something. Customer experienced symptoms such as confusion. The customer was treated with intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned for analysis.